Manufacturer narrative:
H10: the sample was returned for evaluation. A visual inspection was performed, and it was noted that there was a hole in the silicone tubing located between the occluder feet. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was also performed and failed due a leak through a hole in the silicone tubing. The reported leak at twist clamp was verified. The cause of the reported condition could not be determined. The second reported issue of the betadine from the disinfectant minicap sponge flowing through the set while the clamp was closed could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿fluid was leaking down the tubing from the twist clamp area¿. This occurred during use of the device for peritoneal dialysis therapy. It was further reported that ¿the betadine was moving through the transfer set even though it was closed causing the tubing to be orange¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.